Event description:
Litigation alleges that patient experienced three dislocations of the hip and eventually underwent a revision surgery.update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records indicate that the cup was too antiverted and slightly more vertical than ideal. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. Physician states in revision surgery operative note that the acetabular component had too much anteversion and was in slightly more vertical position than ideal. This cup positioning is the likely cause of the patients recurrent dislocations. Based on the performed investigation, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4)

Event description:
Ppf alleges dislocation with closed reduction and metal wear metallosis.